Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for investigation, the device operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump would not prime or feed. They stated that this occurred after they had used the administration set for the second day. The administration sets are approved for 24 hour use. They stated that the pump sounded like it was running but was not infusing. Mmdg did follow up with this initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would not prime or feed. They stated that this occurred after they had used the administration set for the second day. The administration sets are approved for 24 hour use. They stated that the pump sounded like it was running but was not infusing. Mmdg did follow up with this initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).